Event description:
It was reported the patient experienced a dural tear during the permanent scs implant procedure. The surgeon performed a laminectomy and indicated that pieces of the dura were torn off along with the lamina. The physician allegedly patched the dura and successfully placed the lead. The issue extended the procedure by approximately 2 hours. Follow-up indicated the lead was later explanted due to complications related to the dural tear. The patient's symptoms were described as myelopathy and the patient remained in the hospital. Further follow-up indicated the patient had been discharged to a rehabilitation facility and she appeared to be improving. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.